Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional later confirmed the event. Healthcare professional later reported "capsular contracture". Healthcare professional later reported "capsular contracture baker grade ii". This record is for the right side. Device was explanted and replaced.